Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee). A trace existing pe from an unknown cause was noted pre-procedure. Transseptal puncture was performed with versacross connect (vcc). A 27mm watchman flx pro closure device was implanted successfully and no complications were noted. The anesthesiologist noted a slight increase in size of the pe laterally around left ventricle (lv) post procedure. No patient status changes noted, and no intervention was required. The patient was sent to recovery room in stable condition. Echocardiogram imaging was checked post procedure and no further pe was noted. Patient was discharged home.